Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient was implanted bilaterally 5 weeks ago. Activation of the contralateral (right) side completed without incident. He reported on the right side, he heard and understood voices. In situ measurements on concerned side (left) side resulted in high impedances on channels 1-5, 10 and 11. Channel 12 had a raised impedance. When stimulated the patient reported of loud noise. Massage of the internal device did not change the results. It was recommended not to continue with the activation on the left side and he should see his implanting surgeon and possibly have an CT scan. Follow up appointment was scheduled for (B)(6) 2015.

Manufacturer narrative:
(B)(4). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the device was explanted for medical reasons, namely pneumolabyrinth, air in the inner ear. Damages found during device investigation are most likely related to the explantation surgery. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
When stimulated during initial activation, the patient reported hearing a loud noise. A CT scan was conducted in (B)(6) 2016 which revealed pneumolabyrinth. It was decided to wait for the air pocket to resolve itself rather than surgically intervene since the patient has a shunt on the left side of his skull and the array traveled medial to this. On (B)(6) 2016 the patient underwent surgery to resolve the air pocket. Several attempts were made to re-position the device. Intra-op in situ measurements showed some affected channels; therefore the back-up device was implanted. The patient is reportedly doing very well with the new device.